Manufacturer narrative:
The boston scientific sales representative stated there was no physical damage noted on the lead or any device to lead connection issues identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibiting pacing impedance measurements greater than 2000 ohms and no capture on the right ventricular (rv) channel. A revision procedure was performed and the rv lead was removed from service and replaced. No additional adverse patient effects were reported.